Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and the thresholds had been rising since the implant procedure. The lead remains in use. No further patient complications have been reported as a result of this event.